Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed scars on his stomach from the device. Patient had developed an itchy irritation underneath the device. Patient mentioned having a sore throat as well as a swollen leg. Patient noted he has sensitive skin and eczema. During a follow-up call, patient mentioned removing the device because he could not breath and was in the hospital. It's not noted if this was as a result of the lifevest or not. Another follow-up call stated that the irritations continued, and patient believe that he is allergic to the material in the device, but he doesn't know specifically what he may or may not be allergic to. The irritation continued on his stomach and back then moved to his arms and his face was itchy as well. Patient felt that his throat was closing up and he spoke to his doctor, but the doctor did not prescribe anything for the patient. The doctor advised the patient to continue wearing the device. The patient reported that the irritations were getting worse and would be reaching out to his doctor again. The last follow-up call reported that the patient was "doing a lot better" and started using (B)(6) lotion.